Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported bilateral postoperative refractive surprise following intraocular lens (iol) implant procedures. Additional information has been requested. There are two medical device reports associated with this reported event. This report is for the right eye.